Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint circuit was visually inspected and pressure tested. Results: visual inspection of the returned circuit revealed a crack along one of the swivel wye ports. Pressure testing revealed that the circuit was outside of specification. Conclusion: we were unable to determine what had caused the reported cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the expiratory limb became detached from the y-piece of the rt265 infant dual-heated evaqua2 breathing circuit. The customer reconnected the expiratory limb with the y-piece and the y-piece cracked. This was found before use on a patient.